Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number:sc-8216-70, serial number: (B)(6), batch/lot number: 14139096, model/catalog description: artisan lead 70 cm, unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient developed an infection. Symptoms of draining wound were noted. The patient went to ER and admitted for an infection. The patient underwent a spinal cord stimulator (scs) system explant procedure. The explanted device components were not returned.